Event description:
The customer reported that the 840 ventilator was inoperable. There was no pt involvement. Covidien troubleshot this issue with the customer over the phone. The customer was advised to reseated the graphical user interface cable. The customer reported to have not duplicated the problem. The customer reseated all cabled and the ventilator passed all testing.

Manufacturer narrative:
(B)(4).